Event description:
The facility had sent an infusion pump in for svc where a baxter svc tech discovered a failure code 810:04 at initial power up of the pump. The hosp rep stated that they have no record of any pt incident involving the pump since the last baxter svc event.